Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a follow up visit, this patient reported not feeling well. It was thought there was noise causing oversensing and pacing inhibition. An internal technical consultant was contacted. A review of the stored electrograms revealed that loss of capture had occurred. Lead measurements and pacing impedance measurements were within normal limits and stable during the last year. No reason was evident for the reported clinical observation. An episode revealed atrial tachycardia and noise on both the atrial and ventricular channels, likely due to a telemetry issue during the episode download. It was thought the inappropriate noise tracking could have caused the reported patient symptoms. It was recommended to perform further atrial lead integrity as it was thought an insulation issue could have caused the reported clinical allegation. It is unknown whether the leads are boston scientific crm leads. Subsequently, approximately three and one-half years later, this device was received at the post market quality assurance laboratory for analysis. No additional allegations had been received.